Event description:
The 2.0 mm micro asnis screw driver tip broke when inserting screw into patient. No fragments in patient, no patient injury. Xray taken to verify no metal from broken tip left in patient. FDA safety report ID# (B)(4).